Event description:
Reference MDR no. 1219856-2007-00085 for first event involving this pt. It was reported that the pump was experiencing helium loss alarms. The clinicians determined that there was a hole in the iab bifurcation. Bubbles were observed after water was placed over the site. The clinician applied balloon paste to the catheter to seal the hole. The pt subsequently expired.

Manufacturer narrative:
Reference MDR no. 1219856 -2007-00085 for first event involving this pt. A f/u report will be filed if more info becomes available.